Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported excess balloon material. There is no indication of a product quality issue with respect to design, manufacture or labeling. The xience sierra device referenced is being filed under a separate medwatch report.

Event description:
It was reported that during stent delivery system balloon inflation, on both the xience sierra and xience alpine stent delivery systems, an excess of balloon was observed at the proximal marker of the stent implant. It was stated that this could cause unintended balloon angioplasty of and unintended site. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.